Event description:
Complainant alleged that during a routine training session by a clinician using the device, a "defib fault 108" message was observed after the discharge of energy. The complainant indicated that there was no pt involvement in the reported malfunction.